Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, a service history review and a review of the alarm log were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation as part of a preventive maintenance by a service technician a flo-gard pump presented the low battery alarm. No additional information is available.